Event description:
Customer reported observing an overfilled well at position a11 when running ot htlv I/ii elisa using ortho summit processor. No error message was generated by the instrument. An fse was able to recreate the problem. Other diagnostic testing was performed by the fse with no issue. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.